Manufacturer narrative:
(B)(4). It was reported that the single board computer (sbc) was replaced with a test sbc and the unit operated normally.

Event description:
It was reported that during the daily morning check boot up, the ventilator screen froze and was unresponsive so the ventilator could not be controlled. There were reportedly no errors or alarms. There is no reported patient involvement associated with this event.